Manufacturer narrative:
One fogarty embolectomy catheter was received for evaluation. The report of "balloon leakage" was confirmed. Balloon latex appeared deteriorated and ruptured. Both balloon windings were intact. The edges of latex did not appear to match up at the ruptured area. Through lumen was patent without any leakage or occlusion. No other visible damage was observed from catheter body. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. Appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. Based on the available information, it cannot be determined that the failure is related to a manufacturing or design defect. As part of the manufacturing process controls the units go through a balloon winding and visual inspection and a final inspection. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review

Event description:
As reported, during testing of this fogarty embolectomy catheter, a balloon leakage was found; therefore, it could not be inflated. The device was not used on patient. The device was received for evaluation and the edges of the balloon latex did not appear to match up at the ruptured area. There was no allegation of patient injury.